Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine home hemodialysis treatment, the cycler displayed a fluid circuit test failure alarm. The operator then noticed a cartridge fluid leak. Treatment was terminated without rinseback, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to treatment terminated without rinseback. Nxstage requested the cartridge to be returned, however, the operator had discarded the cartridge. The exact cause of the cartridge leak cannot be determined. All cartridges are 100% leak tested during the manufacturing process. The user's states to visually inspect the system periodically for evidence of leaks. For troubleshooting fluid circuit test failure alarms, the user's guide states to check for fluid leaks and to terminate treatment and rinseback the blood if a leak is noted. Nxstage reviewed the event with the patient's facility. The cycler alarmed appropriately. Will continue to monitor as part of the routine complaint process.